Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left essure is visualized in the fundal myometrium'), device expulsion ('right essure appears to extend into the endometrial cavity') and pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal candidiasis, vaginal bleeding, pregnancy, abdominal pain, migraine, cancer, astigmatism, cervicalgia, hyperlipidemia, allergic rhinitis, nicotine dependence, essential hypertension, arthralgia, gestational hypertension, constipation, rectal pain, dysmenorrhea, penicillin allergy, cesarean section, menorrhagia, pelvic pain, painful intercourse, chronic cervicitis, leiomyoma of uterus, unspecified, ovarian cyst and menometrorrhagia. On 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (essure removed on (B)(6) 2019, salpingo-oophorectomy-bilateral and total laparoscopic hysterectomy, bilateral salpingo-oophorectomy, cytoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, device expulsion, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown and the pelvic pain, genital haemorrhage, bladder disorder and urinary tract disorder had resolved. The reporter considered bladder disorder, cystitis, device expulsion, embedded device, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: treatment was received for bleeding, pain and bladder/urinary problems. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device, device expulsion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 5-may-2021: mr received. Reporter information, patient middle name, dob, medical history, event: right essure appears to extend into the endometrial cavity, left essure is visualized in the fundal myometrium added. Event pain updated to pelvic pain female. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left essure is visualized in the fundal myometrium'), device expulsion ('right essure appears to extend into the endometrial cavity') and pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal candidiasis, vaginal bleeding, pregnancy, abdominal pain, migraine, cancer, astigmatism, cervicalgia, hyperlipidemia, allergic rhinitis, nicotine dependence, essential hypertension, arthralgia, gestational hypertension, constipation, rectal pain, dysmenorrhea, penicillin allergy, cesarean section, menorrhagia, pelvic pain, painful intercourse, chronic cervicitis, leiomyoma of uterus, unspecified, ovarian cyst and menometrorrhagia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (essure removed on (B)(6) 2019, salpingo-oophorectomy-bilateral and total laparoscopic hysterectomy, bilateral salpingo-oophorectomy, cytoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, device expulsion, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown and the pelvic pain, genital haemorrhage, bladder disorder and urinary tract disorder had resolved. The reporter considered bladder disorder, cystitis, device expulsion, embedded device, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: treatment was received for bleeding, pain and bladder/urinary problems. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device, device expulsion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (essure removed on (B)(6) 2019, salpingo-oophorectomy-bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the pain, genital haemorrhage, bladder disorder and urinary tract disorder had resolved and the cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. The reporter considered bladder disorder, cystitis, genital haemorrhage, pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: treatment was received for bleeding, pain and bladder/urinary problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event injury to herself updated to pain. New events bladder or urinary problems, bladder infection, uti, vaginal infection and vaginal discharge were added. Outcome of events abnormal bleeding, pelvic pain and bladder or urinary problems were changed to recovered. Removal date of essure added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.